Event description:
Paramedics responded to a person, condition unknown. The device was connected to the patient with disposable defibrillation/ECG electrodes. According to the reporter, the device alarmed connect electrodes and would not display the patient's rhythm. A backup monitor was called for and used. No adverse affects to the patient were reported as a result of the alleged malfunction.